Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2016. A post-operative CT was taken after the implant surgery and it showed that the implants were malpositioned. The implants were removed in (B)(6) 2018 and revision components were placed in (B)(6) 2018 that provided for a different surgeon-specified occlusion.

Event description:
The patient's tmj devices were removed due to malposition.